Event description:
The surgeon was attempting to insert a 13.5 diopter single piece silicone lens model aa4203tl into the pt's eye and the foam tip plunger was tearing the trailing haptic. The surgeon cut the lens in half to remove it. No pt injury.